Manufacturer narrative:
Additional information was received that no immediate course of action needed at this time.

Event description:
A report was received that the patient's ipg was not working due to loss of hardware. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's ipg was not working due to loss of hardware. The patient will undergo a revision procedure.